Event description:
The patient was undergoing a coil embolization procedure using a penumbra coil 400 (pc400) coil and a penumbra coil 400 detachment handle. During the procedure, the physician attempted to detach a pc400 coil using the detachment handle; however, was unsuccessful. The physician reported that the detachment handle being used was previously used and re-sterilized for the procedure. The physician then used a new detachment handle and attempted to detach the pc400 coil again; however, was unsuccessful. An attempt to manually detach the coil was also attempted but was unsuccessful due to resistance. The physician decided to remove the pc400 coil from the patient and the procedure continued successfully using a third detachment handle, six pc400 coils and eight coils from another manufacturer. There was no report of an adverse effect on the patient.

Manufacturer narrative:
The pusher assembly was kinked throughout its length and the pet lock was broken. The coil was kinked throughout its length. The complaint has been evaluated. The complaint indicated that the pc400 coil would not detach with the dh1. The physician then attempted to use a second dh1 and manually detach the coil; both attempts were unsuccessful. The pc400 coil was then removed, and new coils were used to successfully complete the procedure. Evaluation of the returned devices revealed the pusher assembly and coil of the pc400 coil were kinked, and the px slim was kinked in the proximal and distal shafts. The damage found on the px slim typically occurs due to improper handling during removal from packaging, preparation, or use. If the px slim is manipulated with force at an angle during removal from packaging or insertion into the patient, the shaft may kink due to excess force and bending. The damage found on the pc400 coil's pusher assembly may have been due to attempting to insert it into the kinked px slim. If the pc400 coil is manipulated against resistance with force as described in the complaint, damage such as this may occur. The handle was tested for both pull force and throw distance and functioned properly. The unknown coil (not mentioned in the complaint) was kinked in the pusher assembly and coil. This damage may have occurred due to manipulating the coil against resistance in the kinked px slim. The other detachment handle mentioned in the complaint was not returned for evaluation. Pc400 coils and dh1s are 100% functionally tested and all penumbra devices are 100% visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation. (B)(4).